Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: during the procedure the device was presenting excessive vibration and subsequent rupture of the apprehension device. No injury reported. No permanent damage. No temporary damage. The event did not prolong the hosp stay.